Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4110 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, polyp of corpus uteri, perineal pain, dysmenorrhea, smoker (she states that she smokes 3 packs per week.), parity 3 and multi gravida. Concurrent conditions were listed as pelvic adhesions, swelling abdomen (left lower quadrant abdominal swelling), morbid obesity, dyspareunia, uterine fibroids, metrorrhagia, premenstrual syndrome, endometrial polyp, pelvic mass and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4110 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy withbilateral salpingooophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2021: endometrial biopsy was negative for endometrial cells and her ca- 125 was 7.4. At this time, the patient wishes to proceed with surgical option. [Pathology test] on (B)(6) 2021: surgical pathology report: specimen(s) received: uterus, bilateral fallopian tubes and ovaries. Final pathologic diagnosis: uterus, fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: weight 151 gm. Cervix: squamous metaplasia. Endometrium: secretory endometrium. Myometrium: adenomyosis. Ovaries: right ovary with follicular cyst.gross description: it consists of uterus with bilateral fallopian tubes and ovaries. The specimen weighs 151 grams. Fallopian tube measures 5 cm in length and 0.5 cm in diameter. The attached fallopian tube measures 6 cm in length and 0.5 cm in diameter. [Ultrasound scan] on (B)(6) 2021: an ultrasound suggested thickened endometrial lining at 1-6 cm and a 2 cm. Solid mass on the right ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Surgical pathology report received. Medical history & lab data updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4110 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.